Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 20 mm. Vessel morphology is unknown. The patient has a history of hypertension, degenerative joint disease and dementia. It was reported that the bifurcated stent graft was placed without an introdcuer sheath via the right femoral artery. The post deployment angiogram demonstrated a proximal endoleak. A 24 mm diameter x 3.75 cm length aortic cuff was placed and balloon angioplastied with a 25 mm balloon. Final angiogram demonstrated a small residual fill from a lumbar artery and a successful outcome with exclusion of the aneurysm. No clinical sequelae were reported.